Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data review confirmed the reported event of pairing failure. The root cause was determined to be a failed transmitter error. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. (B)(4) bluetooth device pairing test and global transmitter final functional test were unable to be performed as the transmitter had no voltage. Share log data was available for review and the transmitter failed as the logs displayed that the smart device was unable to detect the transmitter. A review of the bin file was unable to be performed as the transmitter had no voltage. The customer complaint of pairing failure was confirmed. The root cause was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of transmitter failure error.